Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.